Event description:
The manufacturer received information alleging the unit stopped operating. A sales representative visited the patient and replaced the device. There was no harm or injury reported. The device was received and evaluated by the manufacturer. The reported complaint was not duplicated. Review of the log files displayed "?" And an error indicating a write to the event log did not complete successfully. The main circuit board was replaced to address the issue.